Manufacturer narrative:
The reported failure of vent inop alarm indicating that the motor failed to achieve the minimum speed of 3,000 rpm at the completion of the spin-up sequence is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information from a customer that a trilogy ev300 ventilator displayed a service required message. No patient harm or injury was reported. The device was evaluated by a field service engineer (fse), and the reported issue was confirmed. The device error logs were successfully downloaded and reviewed in full. Review of the logs identified a "vent inop" alarm indicating that the motor failed to achieve the minimum speed of 3,000 rpm at the completion of the spin-up sequence. The blower and system printed circuit assembly (pca) require replacement to correct the issue. Additionally, unrelated to the reportable malfunction, several unrelated service findings were identified. An alarm indicating an obstruction in the expiratory airpath was observed. The fse inspected the system for leaks, kinks, and blockages. Further investigation identified an alarm indicating that the delivered oxygen concentration was outside fio2 setpoint tolerance of +/- 10%. Replacement of the oxygen blending module (obm), obm harness, and system pca is recommended to address the condition. An additional alarm was identified indicating the o2 pressure sensor had railed to its maximum negative value. The obm, system pcba require replacement. The fse also observed contamination of the in-line proximal filter and flow sensor. Based on the evaluation, replacement of the obm, system pca, blower assembly, in-line proximal filter, flow sensor, and preventive maintenance (pm) kit was recommended. A final report is being submitted. If any additional information is received, a supplemental report will be filed.